Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
The dilator tip of the mullin sheath was found defected when taken out from packaging. According to the reporter the dilator tip was kinked and the edge appeared not as smooth as the normal. No patient contact was reported regarding the device.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, quality control, inspection of unused product, and visual inspection of the returned device was conducted during the investigation. The sheath and dilator of the performer mullins guiding sheath were returned. The dilator was returned inserted into the sheath and clear fluid was present in the side arm. What appears to be biologic matter was on the side arm. A 1mm wrinkle is noted on the dilator distal tip. A compression is noted 1mm from the dilator distal tip. A kink is noted 2.4cm from the proximal hub of the dilator. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Since this device is inspected 100% for defects prior to transport, it is plausible to suggest that the described damage is a result of vigorous handling during the transport process. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.